Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to device recall. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The device was electively replaced with a single chamber device during a lead revision procedure reported in related manufacturer reference number: 2938836-2015-31479 and 2017865-2015-30875.